Event description:
It was reported during the trial procedure, the lead could not be advanced due the pt's severe spinal stenosis. The physician abandoned the procedure. Additionally, the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.